Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device haws been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, crack valve and broken on the fill channel. Leak test and microscopic analysis was performed which identified: broken sharp on the fill channel, crack valve, partial delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure); broken sharp on the fill channel due to an unidentified (tear) opening; a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.